Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the dii controller had a blade stall error during set up for an arthroscopy procedure, this happened while the handpiece was connected to port a. The procedure was performed with a smith and nephew back up device with no delays. No patient injury of other malfunctions reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.